Event description:
It was reported that the ray cage was being revised and broke during removal. The doctor used a cob elevator to leverage the cage and believes that this caused the cage to break. Surgery proceeded with no complications.